Event description:
It was reported that the user experienced elevated blood glucose following a stressful event and concurrent cgm sensor expiration while using the ilet system; the user replaced the sensor, confirmed the warmup status via the spinning wheel near the battery icon, completed a full supply and site change without evidence of leaks or kinks, and was guided to obtain a fingerstick value and manually enter it into the pump to facilitate insulin delivery during sensor warmup. Symptoms included hyperglycemia. Outcomes included no hospitalization and successful troubleshooting with user education. Investigation included troubleshooting steps to confirm sensor warmup status, verification of infusion set integrity, confirmation of pump charging, and education on manual bg entry during cgm warmup. Investigation of this case revealed no device malfunction, no infusion set issues, and cgm sensor expiration as a contributing factor to delayed automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.